Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. (B)(4).

Event description:
It was reported that the battery consumption of this pacemaker was high. Data analysis indicated that the power consumption had been increasing during the past year. It was then advised to consider replacing the device and return it for detailed analysis. Additional information received indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported. The device was returned for analysis. Device analysis confirmed that the battery was depleting prematurely. The analysis also concluded that capacitors were leaky due to hydrogen exposure covered by an existing trend.